Manufacturer narrative:
The device did not returned for analysis. However, based on the inspection of the media provided, which evidence the device in flower position, the pedals are not totally flat, however planarity issue is confirmed just by testing it with a planarity fixture, as the device was not return, the allegation could not be confirmed. The device did not return; therefore, product analysis could not be performed. The reported allegations of spline planarity issue and visible air/bubbles were unable to confirmed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave nav cath during procedure inside the left superior pulmonary vein (lspv), presented more smoke/bubbles where energy was applied. No obvious issues with catheter prior to operation, once ablating the pvs, we noticed there was more "smoke" or bubbles where we were applying energy in the lspv. The catheter displayed very abnormal in orientation on the mapping system, the petals continued to get stuck and not spread out evenly. This is when we brought the catheter back into the sheath to reset, and then when that didn't work, the physician manually adjusted the catheter. The petals deployed into flower; it was not completely flat but nothing that caused us to believe it needed to be replaced. The physician continued to use the catheter with some difficulty controlling/navigating due to the orientation of the catheter and distorted display on the map. Smoke/bubbles continued throughout the case. Inspected the catheter post op and saw that the flower would not deploy flat. Procedure outcome it's unknown. The catheter was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave nav cath during procedure inside the left superior pulmonary vein (lspv), presented more smoke/bubbles where energy was applied. No obvious issues with catheter prior to operation, once ablating the pvs, we noticed there was more "smoke" or bubbles where we were applying energy in the lspv. The catheter displayed very abnormal in orientation on the mapping system, the petals continued to get stuck and not spread out evenly. This is when we brought the catheter back into the sheath to reset, and then when that didn't work, the physician manually adjusted the catheter. The petals deployed into flower, it was not completely flat but nothing that caused us to believe it needed to be replaced. The physician continued to use the catheter with some difficulty controlling/navigating due to the orientation of the catheter and distorted display on the map. Smoke/bubbles continued throughout the case. Inspected the catheter post op and saw that the flower would not deploy flat. Procedure outcome it's unknown. The catheter was disposed.